Manufacturer narrative:
The risk mgmt rep was contacted by sorin group, USA inc. After the incident, the pump was evaluated by the facility's biomedical engineer. The sys tested properly and was returned to svc. The conclusion was that the failure occurred due to an over occlusive pump after tubing had been walked in the raceway. Therefore, sorin group USA, inc. Was not notified of the event and the pump was not returned for eval.